Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient stated they were receiving service code 1098, "out of range, contact your clinician," with a message indicating the neurostimulator was providing less than the requested therapy. The patient explained that the device would not allow them to increase or decrease the stimulation. Patient services reviewed the meaning of the service code. The patient wanted to increase stimulation due to a return of right-sided tremors, as previously instructed by their healthcare provider, but was unable to do so after this message appeared, which they first noticed around december 5th. The patient reported being unable to increase stimulation before the message appeared.